Event description:
It was reported by the patient that the new incision was vertical and it appeared like a ¿jagged beer bottle¿ was used for the incision. The patient stated that one of leads was never attached to the implantable cardioverter defibrillator (ICD) and ¿never worked right¿ resulting in a rush to the emergency room (ER) two days after the ICD replacement; where the wire was turned off. Then two days after that ER visit, the patient was rushed to the ER again for a pulmonary embolism. Several attempts were made to follow-up with the clinic about this event, but no additional information was received. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2011; 5076-52 implantable pacing lead, (B)(6) 2013. (B)(4).